Event description:
The device was used during a lap chole procedure. Reportedly, the clips were not loading properly. No pt injury reported.

Manufacturer narrative:
2/18/1998-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.